Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient started having urinary incontinence again, patient said it was like the device wasn't working and they had no control of her urine and they had to stay close to the bathroom and keep their bladder empty. Patient said she has had to make adjustment to the device pretty often lately. Patient said when she tried to adjust the device she saw an error message and said it was po something. Pat reviewed por( power on reset) meaning. During the call patient was getting the poor communication screen on the pp. No further complications noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what the circumstances were which led to the poor communication and power on reset (por) messages, they replied they were having to change levels due to leakage and were not holding well. The steps taken to resolve the issues were that they had an upcoming healthcare provider appointment scheduled for (B)(6) 2020.